Event description:
It was reported that the user experienced hypoglycemia while using the ilet, noting lower blood sugars, eating a snack, and stopping insulin; no alerts or alarms were reported. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included no hospitalization and no long-term impairment reported. Investigation included a review of available user report details; no device evaluation was conducted due to no device return information. Investigation of this case revealed no device malfunction or alarm behavior and no identifiable device component failure based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.